Manufacturer narrative:
The investigation determined that lower than expected vitros b-hcg ii (bhcg) results were obtained from a non-vitros biorad l2 quality control fluid using vitros immunodiagnostics products bhcg reagent on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros bhcg results in an issue with the vitros 5600 integrated system isolated to the microwell signal reagent subsystem. An ortho field engineer (fe) arrived at the customer site on (B)(6) 2022 and noted that the signal reagent (sr) dispense tips were leaking. The ortho fe replaced both dispense tips and performed the soak volume test on the microwell well wash system. Following these service actions acceptable quality control results were obtained. Historical vitros bhcg reagent lot 3465 quality control results were acceptable, indicating that a reagent related issue did not likely contribute to the event. The customer continues to use vitros bhcg lot 3465 at their site without issue. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 3465. The lower than expected vitros bhcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros total b-hcg ii (bhcg) results were obtained from a non-vitros biorad level 2 quality control fluid using vitros immunodiagnostics products bhcg reagent on a vitros 5600 integrated system. Biorad level 2 lot 85290 results of 4.83 miu/ml versus the expected result of 19.88 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros bhcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).